Manufacturer narrative:
H10: additional information. Updated section d4 and h4.

Manufacturer narrative:
H10: additional information: updated section a1, a2, a3, a4, b5, e1 and h6 (clinical code and impact code).

Event description:
It was reported that during an arthroscopy, the ultra fast-fix´s t2 implant failed to secure. The t1 implant was left secure in the patient, and the t2 implant was removed directly. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The variable depth straw is trimmed. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the ultra fast-fix´s t2 implant failed to secure. It is unknown if there was a delay. The procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).